Event description:
It was reported that the right ventricular (rv) lead had a gradual increase in pace/sense impedance to a high level. Pacing threshold had also increased. During a routine device changeout the threshold was found to be high so it was decided to replace the lead. There was extraction difficulty because the tip of the lead was adhered, therefore the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7232, implantable cardioverter defibrillator (ICD), (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The maximum ventricular pace impedance increased slowly from 752 ohm the week ending (B)(6) 2012 to 1048 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.